Event description:
It was reported that the patient has ng tube placed. Connector between ng tube and suction does not stay in place. Unfortunately, multiple episodes of ng tube disconnecting from suction throughout the night and morning causing gastric contents to spill on patient or improper suction for periods of time. Due to malfunctioning device, it requires staff to use tape to keep connector in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.